Event description:
It was reported that this right ventricular (rv) lead was completely compromised. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was completely compromised. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates there was no capture and high impedance issue.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This supplemental report was created to capture the correct aware date.

Event description:
It was reported that this right ventricular (rv) lead was completely compromised. This lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates there was no capture and high impedance issue.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.